Event description:
It was reported from italy that during an unspecified surgical procedure, it was observed the cutter device was jammed when in use with the attachment device. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as aug 7, 2012 in the initial report. The device manufacture date has been updated as nov 7, 2011. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.